Event description:
It was reported that during a hand assisted colon procedure, there was no activation with the switch button. They kept trying the device and managed to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.